Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a ¿communication error¿ with the adc freestyle libre sensor while using librelink ios as the sensor was not detected. As a result, the customer was unable to obtained sensor scans and experienced a loss of consciousness. The customer receiving unknown third-party treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Adc product quality engineering (pqe) investigated the complaint about the freestyle librelink app (fsll) and determined that there was no indication that the product did not meet specifications. As there was no available tracking and trending data at the time of the investigation, as the complaint rate has not been stable, the complaint will continue to be monitored throughout the tracking and trending process. If the product data is returned, the case will be re-opened, and an additional extended investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a ¿communication error¿ with the adc freestyle libre sensor while using librelink ios as the sensor was not detected. As a result, the customer was unable to obtained sensor scans and experienced a loss of consciousness. The customer receiving unknown third-party treatment and no further information was reported. There was no report of death or permanent injury associated with this event.